Event description:
The pt experienced a thrombotic event twelve days after implantation of a cypher stent in the proximal lad. The lesion was described as an eccentric de-novo lesion, with total thrombotic occlusion. Aha/acc classification of the vessel was type b1. The lesion length was 10mm and the vessel diameter was 3.5mm. In 2008: the procedure was an emergent case due to ami. Pre-dilatation was conducted with a 2.5x15mm balloon at 14atm for 30 sec. The cypher stent was then deployed at 16 atmospheres for 30 seconds. Post-dilatation was not conducted, nor was ivus. The residual stenosis after implant was 0%. Timi flow measured before the procedure was 0, and 3 after the procedure. Act was not measured.

Manufacturer narrative:
In 2008, the pt was followed up for a different stenosis in the rca, and was asymptomatic. However, during this followup, thrombus was observed in the implanted cypher stent in the proximal lad. To treat the thrombus, poba was conducted with 3 different balloons (conquest pro, 1.3mm, 1.5mm, 2.5mm). Inflation pressure and time of each inflation are unk. Following poba, a 3x 30 driver bms was implanted distal to the cypher and overlapping it. Then a tsunami 3.0x30mm bms was implanted distal to the driver and overlapping it. In addition, a vison 3.5x23mm bms was implanted proximal to the cypher and overlapping it from the middle section of the cypher. Pci for the lesion found in the rca is planned for nov. Physician's comment: the possible cause of the thrombotic event was because the target lesion was a thrombotic, spastic lesion, and 25 approx 50% stenosis was left distal to the lesion where the cypher was implanted. The product is not available for evaluation and testing, as it remains implanted. Additional info will be submitted within 30 days of receipt. This product is distributed outside the united states, but is similar to us distributed stent delivery systems.